Event description:
The rivets on the inside of the walker are rubbing pt toes. The complaint indicates (2) two patients were involved. The reporting agency stated the incidents happened in 2000. No specific day was given.